Event description:
According to the available information, a dynamic anchor to suture break occurred when using the altis.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. Two ncs were identified as associated with this lot number. The first involved a failure of the mesh to suture bond during pull test for lot release. Additional samples were tested to test against a 95/90 confidence interval. The units passed the acceptance requirements for this sampling plan. These devices were released with the conclusion the lot met specification. Based on limited complaints against this lot, there is no evidence to believe this failure occurred due to this nc. The second involved dynamic anchor separation failure which is a different failure mode than what was reported in this complaint. The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
An altis sling was returned for evaluation. Examination of the sling revealed the static anchor and suture were detached and not returned. Microscopic examination of the mesh where the static anchor was attached revealed rough and irregular surfaces, indicating stress may have been exerted. The dynamic anchor and suture were still attached. Blood residue was noted on the mesh. The information received indicated the dynamic suture was detached during the procedure. However, quality confirmed the static anchor was detached. As the static anchor and suture were not received, it was concluded that the detachment of the static anchor most likely occurred while tensioning the sling. Detail was not provided as if there were any issues that may have occurred prior to the detachment. The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no capas that were confirmed in veeva to be associated. Two ncs were identified as associated with this lot number. One nc involved a failure of the mesh to suture bond during pull test for lot release. Additional samples were tested to test against a 95/90 confidence interval. The units passed the acceptance requirements for this sampling plan. These devices were released with the conclusion the lot met specification. Based on limited complaints against this lot, there is no evidence to believe this failure occurred due to this nc. The other nc involved dynamic anchor separation failure which is a different failure mode than what was reported in this complaint.

Event description:
According to the available information, a dynamic, anchor to suture break occurred when using the altis.